Manufacturer narrative:
This event occurred during the unspecified date of november 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified access set underinfused while being used with a baxter iq infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction :additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.